Manufacturer narrative:
Device code does not apply. (B)(4).

Event description:
Additional information received from the health care professional (hcp) reported that surgery was not needed at this time to resolve the high impedance values. The cause of the high impedance values was unknown. The high impedances had not been resolved. The patient was stable and asymptomatic with the current setting. If there was symptom change, they would schedule a lead change in the operating room. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0265f, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapy. Patient had been having abdominal pressure and worked with the hcp (healthcare provider) last week to increase stimulation on program 2 from 0.6 to 1.0 and no difference.. She felt the quick nerve jab when she was in the office. On the day of call, when trying to increase she did not feel anything. The hcp also recommended trying to turn stimulation off, she tried that yesterday and the abdominal pressure was worse so turned it back on. The patient does not feel stimulation and therapy was on. The situation was not resolved. She had abdominal issues so had a cystoscopy and endoscopy about two weeks ago and they were both ok. Cystoscopy and endoscopy was noted as other medical procures/emi that could be related to this issue. No trauma/falls reported that could be related to this issue. The patient does feel stimulation in the correct area. Patient's husband increased stimulation on program 2 from 1.1 to 2.3 and she described feeling like she was paralyzed on the left side. Patient services instructed them to decrease back down to 1.1. Callers changed from program 2 to program 1, worked with stimulation, left it on program 1 at 1.0. Overactive bladder and abdominal pressure symptoms got worse, got up 5-6 times last night. The patient cannot understand the reading material they were given. The neurostimulator was for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stimulation. Additional information received from the healthcare provider reports the patient was reprogrammed. The patient was to see healthcare provider on (B)(6) 2015 to determine if new program was helpful or if need new lead. An impedance check was performed and greater than 4000 ohm on all combination except c + 1, c + 2 and 1 + 2. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.